Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen was intermittently unresponsive. Customer's blood glucose (bg) level was high; however, a bg value was not provided. Customer addressed bg level with manual injections. Reportedly, the customer had insulin pens as alternate insulin therapy.